Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 3.7 inr and 3.7 inr on the coaguchek xs system while a comparison lab returned as 2.48 inr. The patient had passed out and was taken to the emergency room (ER). The patient was treated with oxygen and saline fluids. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.